Event description:
Dr was applying a ligaclip to common bile duct for a cholangiogram when clip malfucntioned. Was unable to remove device from the pt. Had to remove clip from the applier to remove the applier from pt. Added approx 10 minutes to procedure. Took photos. Contacted rep and gave copy of photos.